Manufacturer narrative:
The returned device analysis was unable to confirm the reported physical resistance/sticking (arm positioner), difficult to open or close (clip jumping) and difficult to open or close (clip close ¿ difficult) as the device functioned as intended during the returned device analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Based on this information, a cause for the reported difficult to open or close (clip close ¿ difficult), reported physical resistance/sticking (arm positioner) and difficult to open or close (clip jumping) cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to return. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip jumping. It was reported that during preparation of the clip delivery system (cds), there was an unusual amount of resistance when turning the arm positioner. Then when trying to close the clip to 120 degrees, the clip initially could not close. The arm positioner was turned an additional time, and the clip jumped closed. The maneuver was attempted once more with the same result so the cds was not used in the patient. A different cds was used to continue the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.